Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection did found the smiths tampered seal label was missing, and minor scratches on lcd lens screen. The customer stated problem was duplicated. There was a cassette not properly attached error alarm during functional testing. Dso (downstream occlusion sensor) was found to be defective and nonreactive - it was replaced. The root cause could not be determined. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported the device displayed the alarm -cassette not properly attached- during testing. No patient injury was reported.